Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 407 mg/dl at the time of the incident and treat it with insulin pump, then blood glucose went down to 288 mg/dl which was again treated with insulin pump. Patient's current blood glucose: 228 mg/dl. The customer experienced symptoms such as sluggish, uneasy. Customer treated for high blood glucose with syringes. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer did run a self-test on the pump, and the pump did pass. The pump will not be returned for analysis.